Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that their device had four channels and different levels of pulse for each channel. The patient had not been able to find a setting which worked for them. The patient was looking for a suggested program to find a good option. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Additional information received from the manufacturing representative reported that the device was removed so that the patient could have another medical procedure. The patient was having back problems and the doctor wanted to do an MRI. The patient was also not having a good response to the therapy. The device was reportedly "non-functional". The patient was scheduled for an MRI on (B)(6) 2015. The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues.